Event description:
An ophthalmologist reported that an oil bubble was observed in a pt during the procedure. The surgeon stated this event occurred after the system had been serviced. The oil bubble was initially reported to have been removed from the pt eye. Additional information was rec'd from the medical trainer reporting the bubble, of unk source and composition, still remains in the pt's eye. The surgeon did not feel it was necessary to operate on the pt a second time as the pt's vision was unaffected. Additional information has been requested.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).